Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contamination.

Event description:
Healthcare professional, through sales representative, reported "water damage issue with an implant delivery", "major water damage" and "looks like the box was soaked and some of the implants got wet". Healthcare professional, through distributor, later reported "visible watermarks are specifically on the 295cc". This device was not implanted.